Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, low oxygen alarm was replicated. Ventilator was inspected and the oxygen inlet filter was clogged. Replaced oxygen inlet filter and calibrated oxygen sensor which cleared the alarm. Performed manufactures recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: low oxygen alarm occurred during a patient ventilation. No harm was done to the patient. The ventilator was used to its correct intentions. No patient harm occurred.